Event description:
While investigating a (B)(6) female patient's battery charger/modem for an unrelated issue, a reportable problem was discovered. The battery charger/modem's battery board was contaminated. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation the battery charger was unable to charge battery packs. The cause for the failure was isolated to a contaminated battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contaminated battery board. The patient received a replacement battery charger/modem.